Event description:
The customer reported that the device shut down during operational check. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device shut down during operational check. There was no report of pt involvement. A philips field service engineer evaluated the device. The reported failure could not be recreated or confirmed by philips. Philips cannot determine the cause of this reported failure as the battery was not available for eval.